Event description:
Manufacturer's first level investigation unit found an uncovered lancet fell out of a fastclix drum after the drum has been removed from the lancing device. No adverse event reported. The device was returned to manufacturer.

Manufacturer narrative:
The event occurred in (B)(6).